Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The esc and act buttons were unresponsive. The insulin pump alarmed battery out limit. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The act button on the insulin pump was unresponsive due to corroded keypad traces. Unexpected restart and battery out limit weren't verified due to keypad anomaly. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.